Event description:
It was reported that the procedure performed was to treat a moderately calcified superficial femoral artery. Prior to insertion of the 6.0x120mm supera self-expanding stent (ses), the tip was noted to be bent. Despite the bent tip, the ses was advanced through the guiding catheter. During the third retraction of the deployment slider, the tip was noted to separate and remains embedded beneath a stent strut. During withdrawal of the ses, minimum force was used and resistance noted likely due to anatomy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the device was advanced through the anatomy despite the reported damage prior to use. It should be noted that the supera peripheral stent system instructions for use (IFU) states: do not use if device is damaged or kinked. The deviation of the IFU likely contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to deviation of the IFU and subsequent circumstances of the procedure. In this case, it is likely that inadvertent mishandling during unpackaging/removal for the tray and/or during preparation for use resulted in the reported deformation due to compressive stress of the tip. Additionally, the deviation of advancing the compromised device through the anatomy despite the reported damage likely resulted in the bent tip becoming embedded within the stent strut during deployment. Further retraction of the deployment slider ultimately resulted in the reported material separation of the tip. As reported, the separated tip remains within the implanted stent strut in the patient anatomy due to failed attempts of retrieval. Manipulation of the compromised device during removal through the moderately calcified anatomy likely resulted in the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.